Event description:
It was reported the insulin pump alarmed no delivery during bolus. Customer reported he had changed the infusion set and not the reservoir and alarm occurred during fixed prime. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did not exit. Customer was advised to try again and insulin did exit. Customer was advised to rewind the device, reinsert reservoir and run manual prime, the device alarmed. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.